Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient's parent reported inaccurate cgm values following the insertion of a sensor in the patient's arm. At 11:30 pm, the cgm readings indicated 54 mg/dl. The parent provided the patient with orange juice, but after 15 minutes, the sensor readings dropped to 47 mg/dl. Subsequently, the parent gave the patient candy, yet the readings further decreased to 45 mg/dl. After three hours, at approximately 2:45 am on 04/19/2025, the parent contacted the diabetes helpline. The patient's cgm readings were around 40 mg/dl at that time, although the patient was reportedly asymptomatic. The diabetes helpline representative advised them to go to the emergency room if the readings did not improve within 15 minutes. At 3:00 am on (B)(6) 2025, the parent and patient arrived at the emergency room. At 3:27 am, hospital nurses obtained a blood glucose monitor (bgm) reading of 400 mg/dl. The cgm was not documented at that time. The patient was immediately admitted and administered IV fluids. Nurses monitored the patient's readings until they decreased. At around 7:00 am, the patient was prescribed a bg meter kit and subsequently discharged from the hospital. No further medical evaluation or intervention was documented. At the time of the report, the patient felt normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.